Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Customer reportedly changed supplies to resume insulin delivery. The customer's blood glucose was 400 mg/dl.